Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012829107 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment, on the spiral array segment, the nitinol wire was observed to be bent in the distal arm transition. Performance functional testing with the generator could not be performed due to the condition of the returned catheter. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity test did not reveal any anomalies. Microscope and x-ray imaging and testing was performed to verify the integrity of the catheter sub-components. During inspection of the shaft segment, entangled electrode wires were observed. In conclusion, the loop catheter failed the returned product inspection due to the nitinol wire in the spiral arrays distal arm transition observed to be bent and the electrode wires observed tangled in the shaft region. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, after completing the pulmonary vein isolation (pvi) when retracting the catheter into the sheath the slide control became stuck. The stuck slide control made it impossible to extend the catheter array. The array was retracted forcibly into the sheath. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.